Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6). Implanted:. Explanted:. Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported the ins battery was depleting more quickly. Compared with before, the antenna temperature has become higher. Contributing factor was there was a possibility of deterioration over time. It was explained that costs related to battery replacement should be discussed with the medical facility. Charging progresses smoothly up to 80¿90%, but it takes about two hours to charge the remaining ~20%. Charging efficiency remains ¿very good,¿ and it was confirmed that the antenna temperature has become higher compared with before. It was conveyed that the matter would be relayed to the responsible representative and that follow-up contact would be made. Issue was not resolved. Additional information received reported that the recharger antenna was becoming hot. The cause of the ins battery depleting more quickly was a possibility of deterioration due to aging. The patient's follow up appointment was scheduled for (B)(6) 2026.